Manufacturer narrative:
Occupation: occupation ni equals lay user / patient.

Event description:
The initial reporter complained of questionable inr results from a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. At 6:23 am the meter result was 5.4 inr. At 11:08 am the meter result was 5.0 inr. At 11:43 the result from the laboratory was 3.4 inr. The meter results on the day of the event were both from the same finger. The patient's therapeutic range is 2.5 - 3.5 inr. There was no allegation of an adverse event. The patient has been anemic. On the day of the event, the patient had a hematocrit of 32.8 percent which is in the acceptable range of the meter. Based on the meter result of 5.8 inr on (B)(6) 2019, the patient withheld a warfarin dosage. The patient is not on heparin, not on direct thrombin inhibitors, does not have antiphospholipid antibodies, no new medications, no changes in diet, no additional illnesses, and no symptoms of bleeding or bruising. The patient's meter and test strip were returned. Relevant retention test strips (lot 368882) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The returned customer test strip and retention test strips were measured with the returned meter with liquid qc of a high level. The obtained results were in the allowed range. No error messages occurred during the investigation. Testing results: returned strips: qc 1: 3.1 inr. Retention strips: qc 2: 3.3 inr, qc 3: 3.3 inr. The complaint customer material and the corresponding retention material complies with the specification, based on requirements of the regularly retention testing process of the qc department. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.